Manufacturer narrative:
The reported event was implanting and explanting the pacemaker on the same day for an unknown reason. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of a conductor fracture or internal shorts. Visual and x-ray inspection found no anomalies.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2023-11279. It was reported that the patient presented for an implant procedure. The pacemaker and the right ventricular lead were eventually not used for an unknown reason. The patient's condition was unknown.